Event description:
It was reported that a fault message was displayed during power up of the autopulse system. Add'l details were requested by the MFR and have not been obtained. There have been no adverse pt sequelae reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted once the investigation is complete.